Event description:
A one-third tubular plate w/collar implanted in 2004 as a buttress during ankle surgery,"failed" and was removed.

Event description:
Plate was implanted as a `bluttress' to distal fibula along with cannulated screws to medial malleolar fracture. At 10 weeks post-operative fibular plate was fractured, screws loosened with superior displacement of a large posterior malleolus fracture, lateral malleolus shortened, ankle joint in valgus. Diagnosed as `diabetic charcot nonunion'.